Event description:
Investigation completed and summary in h 10.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical intubation/portex endotracheal tubes siliconized cuff inflation was not symmetric of eleven samples upon testing and complaint could not be confirmed. There were no abnormalities found during the visual inspection of the returned samples. Using a standard syringe, 20 ml of air was inserted into the airway lines of the returned devices.

Event description:
Information received a smiths medical intubation/portex endotracheal tubes siliconized is not inflating symmetric fully in cuff. Unknown if patient adverse events occurred.